Manufacturer narrative:
Product analysis: analysis confirmed that the output connector was broken. It was not confirmed that the external pulse generator (epg) was displaying an error message. It was found that the keypad was scratched and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. It was also reported that the epg was displaying a message. The epg has been returned for service. There was no patient involvement.